Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the black insulation below the electrode on the probe starting melting.

Manufacturer narrative:
The reported insulation damage was confirmed on the returned unit. The insulation is torn and the lumen is exposed on the distal end of the probe closest to the tip. Some visual scratch marks were observed on the probe's tip or lumen and insulation, which are generally indicative of scraping (on bone, tissue or another surgical instrument) or using the probe to mechanically displace tissue or bone. A piece of tissue can be observed coming out of the electrode's suction path. The probable root causes for the observed condition can be associated, but are not limited to: 1. Non-conforming component: according to the device history record review, the lot was manufactured according to specifications. Based on the fact that no nonconformance reports related to non-conforming component have being identified for the reported lot number that could be related to the reported condition, it can be ruled out as a possible root cause. 2. Poor assembly process: risk reduction measures and controls are in place at the manufacturing line to capture any possible insulation related condition through 200% visual inspection of all serfas energy probes. The activation history could not be retrieved since the unit was returned with the communication cable cut. The activation history is stored in the e-prom chip located inside the connector of the communication cable, which was not returned for evaluation. However, based on the visual inspection, the unit seemed to have been extensively used during surgery. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, the unit must be discarded before use. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. 3. Misuse: as part of the investigation process, previous complaint history review revealed that the most probable root cause for similar cases reported is user related, as the evidence obtained during the returned unit¿s evaluations revealed that the units were either: used as a tool for the mechanical displacement of tissue or bone (or another instrument), or use the probe as a prying or scrubbing tool, which may result in damage to the tip of the probe as well as the insulation surrounding the tip. Inserted or removed with excessive force through and obstructed passageway, which may also result in product damage. After performing the visual inspection on the returned unit, scratch wear marks and tearing of the insulation was observed. The marks observed are indicative that the unit must have been in contact with a pointy object or a sharp instrument (e.g. Cutter or shaver, hard tissue or bone) or that the unit could have been used as a tool for the mechanical displacement of tissue or bone, friction or scrapping with another hard object before it was fired, which can result in the damage observed and it is contraindicated as per user instructions for the serfas energy probes family. In addition to the previously mentioned possible root causes for insulation damage, an increased temperature in the joint space caused by insufficient suction, can also lead to insulation damage. Poor suction, as per risk management document, can be related to the following: clogging, inadequate hospital suction, bad connection to hospital suction line, leak, pinch clamp left closed, probe bender use to bend non-bendable probe. However, even though no clogging issues of the serfas energy probe¿s tip were reported, a piece of tissue was observed blocking the suction path (adhered to the electrode) on the returned unit. Therefore, apart from the fact that the insulation was scrapped with a pointy object a possible contributor for the insulation damage (melting) observed may also be related to an insufficient suction. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the black insulation below the electrode on the probe starting melting.